Manufacturer narrative:
(B)(4). Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the breath delivery (bd) alarm and cable. The customer replaced the bd cable and the vent then passed all testing.

Event description:
It was reported that during patient use, a ventilator generated an alarm cable error message. The patient was removed from the ventilator and placed on an alternate ventilator. There was no harm to the patient as a result of this event.